Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump with a broken barrel clamp was confirmed but not reproduced during product evaluation. This condition was due to a damaged pusher block. The pusher block was replaced to fix the reported condition.

Event description:
The facility representative reported an infuso.r. Pump with a condition of a barrel clamp holder that is broken off after the pump was dropped. The process step is unknown. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.